Event description:
According to the reporter: occurred during a laparoscopic lobectomy procedure. The manual stapling handle and reload were being used to cut the lobes. The stapler was able to fire, but there was poor staple formation. The staples failed to close and form in the 'b' shape. Remedial measures to hand which extended the operation time. The surgical time was extended by thirty minutes or more. There was patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.